Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. Conclusions: not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during set up, the shunt sensor leaked. No patient involvement as this occurred during set up; product was changed out; procedure was completed successfully.

Manufacturer narrative:
A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted. (B)(4). The sample was returned for evaluation. A review of the device history record revealed no manufacturing anomalies. The sample was visually inspected, during which no anomalies were noted in regards to the amount or placement of loctite over the thermowell, or any other anomalies that may cause the unit to leak. The unit was then gradually pressurized in a water bath to roughly 1000 mmhg, during which the unit did not leak. It was then attached to a bpm head when a steady leak began. Due to the unit leaking when attached to the bpm head, it is believed that the leak occurred at the thermowell; however, the exact location of the leak could not be determined. There are two possible root causes to the leak at the thermowell. The first possible cause is that the insert did not receive an adequate amount of adhesive to bond the thermowell to the insert sufficiently to maintain that seal during use. The other possible cause is that the thermowell probe placed too much stress on the thermowell in the affected area of low adhesive and caused the thermowell to separate from the insert and result in a leak. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.